Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 504 mg/dl at the time of the incident. The customer was treated with bolus feature. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. (B)(4).